Event description:
It was reported that patient was not getting adequate therapy and was experiencing tenderness and pain at the battery site. The patient was also having charging issues wherein ipg needed to be charged frequently and would not charge beyond two bars. The physician ordered an explant procedure and placed the patient on antibiotics. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5140271/7048155.

Event description:
It was reported that patient was not getting adequate therapy and was experiencing tenderness and pain at the battery site. The physician ordered an explant procedure and placed the patient on antibiotics.